Event description:
This 31-yr-old female underwent bam in 1989 at another facility, therefore, this reporting facility doesn't have access to the MFR info. The pt presents with capsule contractures and displacement of the implants. Gross exam: the right implant is focally ruptured, weighing 160 grams. The implant exudes a gelatinous transparent gel-like material. The left implant is intact.